Event description:
On arrival the pt had repeated bouts of hypotension and a "pulmonary artery" was required. A left subclavian introducer sheath was placed but during the placement, there was unsuccessful attempt to aspirate blood so the line was removed and a right internal jugular introducer sheath was placed. Pt developed a left-sided pleural effusion and emergent left thoracotomy found venous injury to innominate vein. During the repair procedure the pt began to fibrillate and was unable to be resuscitated. Note: on final review of file, it was felt that while the pt was already declining, the procedure contributed to the final outcome, so this report is being filed.